Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user received an alert to connect a new continuous glucose monitor (cgm) or enter a blood glucose value because the existing freestyle libre 3 plus cgm sensor had expired, while insulin dosing on the ilet continued with time remaining before a required blood glucose entry. The user was guided to pair a new libre sensor, was informed of the warmup and pairing process, and was advised to enter a blood glucose value if pairing issues occurred. No reported adverse clinical effects. Outcomes included continuation of therapy without interruption and successful troubleshooting and education. Investigation included customer service troubleshooting and user education. Investigation of this case revealed appropriate device behavior with an expired cgm sensor and successful guidance to restore cgm data. It was concluded that the device functioned as designed and that user support resolved the issue.